Event description:
Customer called to report that the synchron lxi 725 clinical system generated falsely high sodium and calcium results, as well as falsely low chloride results on two patient samples. The erroneous results were not reported outside the laboratory and patient treatment was not affected. Customer repeated the samples on an alternate lx20 instrument, the results of which were reported. Customer also stated that the ion selective electrode (ise) drain was not properly draining. The field service engineer (fse) inspected the instrument and removed a clog in the electrolyte injection cup valve. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).